Event description:
Customer reported that needle lock device began leaking while being used on a neonate. Customer stated there was a small amount of blood loss, but no medical intervention was needed. Nurses changed out the device and then observed the infant. There were no untoward effects to the baby.